Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retain testing. Source: phone.

Event description:
Alleged false positive flu b results for approximately 14-21 out of 100 tests. All patients were asymptomatic except for 1 which was confirmed by other rapid antigen test. Unknown if other results were confirmed. Confirmation method(s) not provided.